Manufacturer narrative:
Sections with additional information as of 06-oct-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results and symptom(s) related to diabetes: tired. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-5) and hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer does not know her expected blood glucose test result range. At the time of the call, the customer reported feeling tired and sleepy; after the troubleshooting was completed, customer contacted her doctor's office and spoke with the nurse. Customer also stated she had gone to her doctor's office earlier that day ((B)(6) 2021) due to the hi blood glucose test result obtained. At the doctor's office. The customer's blood glucose test result was 594 mg/dl using the doctor's device (fasting/non-fasting status was not disclosed). Customer was diagnosed with hyperglycemia and was treated with insulin. During the call, a blood test was performed by the customer and produced e-5 error using true metrix go meter. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 11/23/2022 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.